Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a bearing friction issue with the attached endoscope adapter (aea). There were additional observations not reported by the site and not related to the reported issue. The endoscope was found to have discoloration of the housing. Additionally, the laser marking and endoscope cable were found to be damaged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that the endoscope had a rotation limitation and became stuck intermittently. The customer reseated the endoscope and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the endoscope was reportedly inspected prior to use, and no issue was noted. The endoscope movement was normal and then it got stuck during the carriage rotation. It was observed that the video image rotated to 90 degrees due to the endoscope being stuck. The surgical staff manually rotated the endoscope carriage to complete the endoscope rotation. There was no patient harm, injury or adverse outcome due to the alleged product issue.